Event description:
The procedure was to treat a cto, moderately calcified, non-tortuous, de novo lesion in the right coronary artery (rca). Two non-abbott dilatation catheters (2.5x15 and a 3.0x15) were used to pre-dilate the lesion site. The 3.5x18 mm device could not cross segment 1 in order to reach the lesion in segment 2. The device was pushed highly to cross segment 1 and the shaft separated outside of the patient's body. The device was removed and a xience prime 3.5x18 mm was implanted successfully. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was also reported that the when the 3.5x18mm implant was removed, it was noted to be damaged.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported shaft separation and implant damage was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post implantation, remove the entire system as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the implant and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.